Manufacturer narrative:
H3: analysis of the lead: model 977c265, s/n (B)(6), conductors # 2, 3, 4, 7, 10, 11, 12, 13, 14, 15 broken on the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 5/8/2025: additional information received from patient who reported their manufacturer representative (rep) noted that the physician used an iodine solution during implant at the pocket site and the laminectomy site which caused the discoloration of the lead. The caller indicated that the original lead was returned for analysis and wanted to check the status of the analysis. Technical services sent an email for vigilance to follow-up with the rep about the analysis letter.

Event description:
It was reported that a high impedance issue occurred with the lead 977c265 device, resulting in loss of stimulation. Seven different electrodes exhibited impedance at or over 20000, and troubleshooting efforts, including checking lead impedances twice, led to an increased number of electrodes with out-of-range impedances. When trying to reprogram around the issues the patient kept getting settings not available and was not able to receive adequate stimulation. A device revision is planned for (B)(6) 2025, with a consultation with a neurosurgeon scheduled for possible lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name, specify: surescan; product ID: 977c265 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Lead was returned for analysis. It was reported that lead was discolored.

Manufacturer narrative:
Continuation of d10: product ID neu_siliconeanchor product type accessory product ID neu_siliconeanchor product type accessory product ID 977c265 lot# serial# (B)(6)implanted:(B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 977c265, serial# (B)(6) was returned for product analysis. Analysis found the distal end of the stim lead conductor was broken and the weld was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.